Event description:
It was reported that a novum iq large volume pump overinfused during infusion. The expected infusion rate was 1.7 ml/hour. The first time it was checked, the actual infusion rate was 3.7 ml/hour. The second time it was checked, the actual infusion rate was 2.4 mil/hour. The pump volume to be infused was 100 ml of precedex. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction g3: date received by MFR: the correct date is 2/11/2025 (and not 2/19/2025 which was listed in the original report). Additional information: e1, g2, h6, h11. H11: a review of the event history log identified an infusion of dexmedetomidine (precedex) with a rate of 1.7ml/hr, on the reported event date. The rate of 3.6 ml/hr, and 2.4 ml/hr was not found in the log. However, it was noticed that the rate was changed to 3.5 ml/hr and then to 5.2 ml/hr. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.